Event description:
It was reported that the pump¿s screen cracked after being dropped, though the user stated the pump remained functional and declined a replacement. Symptoms included no reported adverse clinical effects. Outcomes included no impact on therapy, no alerts or alarms, and continued device use. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed physical damage to the display without functional impairment. It was concluded that the event was due to accidental damage and that the device continued to operate as intended.